Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response has been received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced thrombosis. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a clot was found on the faradrive steerable sheath requiring vascular filters. A viking coronary sinus catheter was inserted in the right atrium, and transeptal was performed with a versacross access solution and a faradrive sheath. The left atrium was mapped with a non-boston scientific catheter and then was exchanged for the farawave pfa catheter. After ablation began, on the right side of intracardiac echocardiography (ice) there was a clot on the faradrive sheath. The clot could not be aspirated through the sheath so vascular filters were placed in the carotids. The procedure was completed, and the cause of the clot was unknown. The status of the patient was unknown. It was unknown if the device is expected to return. It was further reported that no patient complications occurred, the issue was related to thrombus on the sheath. The number of times each catheter was removed and reinserted is unknown. There were no catheters present in the sheath at the time of aspiration, and the event was not related to air, but rather thrombus. The sedation status of the patient was under general anesthesia, though breathing details are not known. No conditions that could have led to negative intrathoracic pressure were identified, and there were no neurological or cardiac complications. The patient is doing well with no complications. The stage during the procedure when thrombus was noticed was not specified, and there were no visual indications of air or any audible "sucking" sounds related to the event. Air was not seen inside the patient on imaging, and no interventions other than vascular filters were used since there was no air embolism.

Event description:
It was reported that a patient experienced an embolism. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a clot was found on the faradrive steerable sheath requiring vascular filters. A viking coronary sinus catheter was inserted in the right atrium, and transeptal was performed with a versacross access solution and a faradrive sheath. The left atrium was mapped with a non-boston scientific catheter and then was exchanged for the farawave pfa catheter. After ablation began, on the right side of intracardiac echocardiography (ice) there was a clot on the faradrive sheath. The clot could not be aspirated through the sheath so vascular filters were placed in the carotids. The procedure was completed, and the cause of the clot was unknown. The status of the patient was unknown. It was unknown if the device is expected to return.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response has been received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.